Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The rep reported that the patient reported to the clinic a complaint of redness and inflammation, the doctor put the patient on antibiotics and had the patient follow-up in one week. The patient had a device infection. The inflammation did not resolve. The doctor was planning an explant this week. The date of the explant is not known yet. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the infection was unknown. It was noted that the surgery to explant the device occurred on (B)(6) 2019. The customer discarded the explanted devices. There were no further complications reported or anticipated.